Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 27feb2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The reports that the auxiliary drawer 2.1 was not detected on bus and drawer not being detected was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the drawer: initial issue of auxiliary drawer 2.1 not being detected on bus had an observation of a thermal event on the drawer controller board pyxibus cable had a slight cut in area between drawers 6 and 7 connections drawer controller board replacement still had an issue of drawer not being detected as well as cubie trays not showing replacement drawer was installed. Visual inspection of the additional drawer controller board observed thermal damage on and around a component. Electrical measurement verified a failed board. Visual inspection of the pyxibus cable observed damage/exposed wiring on an area along the cable; this was an additional part that was replaced and sent by the field service engineer functional testing of the as-received drawers noted the top drawer was not detecting a cubie during attachment. Further analysis noted a damaged area along the row board cable; no continuity, which was expected, was noted through the path of the damaged area a failed row board cable is a symptom of a drawer not being detected.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, had failed drawer 2.1 and was not able to recover. As per return part analysis, it was determined there was thermal damage on the drawer controller board, damaged/exposed wiring on the pyxis cable and visually observed damaged area along the row board cable. There were no delays to patient workflow, adverse events or injuries reported based on this incident.